Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery intermittently could not be charged. Additionally, it was reported that out of range issues occurred between the transmitter and pump for an unspecified amount of time. There was no reported adverse impact to the customers blood glucose level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.